Event description:
The customer reported a defective speaker at their philips intellivue information center (piic). The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Device not returned to manufacturer.